Event description:
Follow up information received that the patient complained of a headache. The patient was instructed to drink fluids and remain on bedrest while the headache continued to persist. The headache is now no longer present.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak. While placing the needle into the epidural space, the needle advanced too far and punctured the dura, creating a csf leak. A blood patch was performed.